Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump screen shut off during infusion. The customer additionally indicated "potential over-infusion" although requested, no additional details were provided.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2022-173887 is a concomitant. Please refer to manufacturer report number 2016493-2022-173989, which captured the correct suspect device per investigation report.

Event description:
It was reported that the pcu and pump module display shut off during infusion. The pump was set up with two modules connected. Channel a was infusing precedex and channel b was infusing propofol. Both medications were connected to the patient's central line via a manifold along with additional unspecified medication lines being infused from a different pump. At 1600, the propofol infusion was stopped. At 1800, the precedex infusion was stopped and the device turned powered off. A few minutes later, the clinician noted that the patient's mean arterial pressure (map) was decreasing. The clinician administered additional norepinephrine to maintain map above 65mmhg. At this time, the clinician noted that medication was continuing to flow from the powered down pump and manually clamped the tubing.